Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message during the load process that prevented the load process from being completed. Supply changes were performed resolving the issue. Customer's blood glucose level was 125 mg/dl.